Event description:
A user facility biomedical technician (bmt) reported a 2008t hemodialysis (hd) machine prompted with fails independent cond test. The bmt found that the cbe board pins on the back side of board were making contact on the distribution board and shorting out the post condo cell. The bmt filed back pins and reconnected which fixed the issue. The tcd and temp matched the external meter at 13.8 and 37. The bmt tested the machine and all tests passed multiple times. The machine was put into heat disinfect and returned to normal operation. There was no patient involvement or patient injury. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a 2008t hemodialysis (hd) machine prompted with fails independent cond test. The bmt found that the cbe board pins on the back side of board were making contact on the distribution board and shorting out the post condo cell. The bmt filed back pins and reconnected which fixed the issue. The tcd and temp matched the external meter at 13.8 and 37. The bmt tested the machine and all tests passed multiple times. The machine was put into heat disinfect and returned to normal operation. There was no patient involvement or patient injury. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.